Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: one used product was received for evaluation. Initial visual inspection found no obvious physical damage or defects. The device was given leakage testing by inflating the cuff and submerging the entire device under water. Testing identified leakage at the end of the inflation line at the distal end of the tube. Inspection of the leakage found that the end of the inflation line had not been adequately sealed during manufacture. To address this issue, corrective actions have been implemented at the manufacturing facility to update the work instruction to instruct manufacturing personnel to inspect the inflation line end using a 10x magnifier during the end formation process. The returned product was from a lot that was made prior to implementation of this corrective action.